Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Although the customer is trained as per omsi training/ instructions for use (IFU), however, customer performs pre-clean steps without any delay but there is a possibility that sufficient brushing could not be performed by customer which cannot be denied. Additionally, the device was not correctly reprocessed at the time of pickup due of device for inspection at omsi workshop. Therefore, the root cause is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, resulting in the humidity may have been invaded inside the lg-lens and caused corrosion. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the angulation wire/knob was not working while using the duodenovideoscope. There was no patient harm associated with the event. The device was returned and evaluated; the forceps elevator was found to have an unknown foreign material, the inside of the light guide (lg) lens was dirty, and the plastic distal end cover had a crack. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The forceps elevator was found to have an unknown foreign material, the inside of the light guide (lg) lens was dirty, and the plastic distal end cover had a crack. Additional evaluation findings are as follows: due to damage on the channel tube, water tightness was lost; due to deformation of the scope connector cover, water tightness was lost; the objective lens had a chip and was scratched, the adhesive around the objective lens had wear, the adhesive on the bending section cover was detached, the connecting tube had discoloration and was buckling, the image guide protector was damaged, the universal cord had discoloration, the control unit had a scratch, the grip had a dent, the switch box had a crack, and the protector of the universal cord on the suction connector side had a scratch. Additionally, due to wear of the angle wire, the bending angle in the up/down/left/right direction did not meet the standard value; due to wear of the angle wire, the play of the up/down/left/right knob was out of the standard value; due to damage of the charge-coupled device unit, the image had shadows; due to damage, switch buttons one, three and four (1, 3, 4) did not work; the light guide (lg) bundle was slipping down; the control unit and suction connector had corrosion due to water leakage, and the plastic distal end cover was shaved. The following endoscope parts were also found to be dirty: bending section cover, control unit, grip, right/left knob, and the up/down knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.